Manufacturer narrative:
Investigation is not complete. Although several attempts have been made, a medwatch 3500a has not been received from the user facility. Trends will be evaluated. This report will be updated when the investigation is complete.

Event description:
Allegedly once the threads engaged with the plate, the rest of the head snapped off when trying to screw it in the plate.